Event description:
During product evaluation, failure code 570 was found in the pump's event history. It is unknown when this failure code occurred. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.